Event description:
It is reported that the device was implanted in 2005. During planned revision to remove an antibiotic spacer, the tibial baseplate was noticed to be loose and was revised four months later.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product or x-rays were returned for evaluation. Device history records indicate that the device was manufactured and packaged to specification.